Manufacturer narrative:
The returned device was patent. The device did not meet the requirements for leak testing as the male-male luer adapter was disconnected from the large bore stopcock. It is unknown how or when this damage occurred. Instrument marks were observed on the male-male luer adapter. Adhesive was noted at the connection. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that while doing the initial bag change on a duet edms, the bag would not come off. When the doctor tried to disconnect the bag, the bag broke apart from the system. It was also reported that there was no injury to the patient.